Event description:
Velcro straps have come unglued from collar on more than 3 occasions. Used to brace pt's neck following cervical fusions. In rptr's opinion, the co has not responded quickly or appropriately.